Manufacturer narrative:
(B)(6). The event of "malignant glaucoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as post-operative "malignant glaucoma" in unknown eye. Device remains implanted. Treatment provided as "vitrectomy and laser."